Manufacturer narrative:
.

Event description:
It was reported that at a routine follow-up, low, variable sensing and variable pacing thresholds were noted on the trends. Recommended programming changes were made and the patient will be monitored with remote monitoring. The patients condition was good after the event.